Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided periodic log file. The log file recorded events at approximately 1 hour intervals and captured a no external power alarm on 10aug2025. The event appeared to have been caused by the voltage within both cables being below the alarm threshold. The events leading up to the alarm were unable to be observed, and the alarm had resolved within the next recorded event. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including no external power alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low flow alarms in the morning. Log files were submitted for review and captured multiple low flow alarms with the calculated pulsatility index (pi) elevated from 03:30 to 07:02 on (B)(6) 2025. Review of the system controller periodic log file revealed a no external power event captured on (B)(6) 2025 at 20:19:05.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.